Event description:
The tubing disconnected at the connection between the actual pump tubing and the connecter just before the spiros connector. Pump indicated a total of 4.7 ml was given. Tubing was taken to pharmacy and showed where the connection failed. No patient harm but potential for harm related to chemo administration at home.